Manufacturer narrative:
Should additional info become available regarding this event, it will be re-evaluated and a follow-up report will be sent.

Event description:
On (B)(6) 2004, pt was implanted with an invance sling. It was reported that following the implant, the pt had incontinence that was worse than baseline and another incontinence device was implanted.